Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: corrected the device information: serial number, lot number, expiration date, UDI.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg could not establish communication with external devices. A manufacturer representative met with the patient and confirmed the issue, deeming the ipg inoperable. The patient did not recall when they lost therapy. In turn, the patient may undergo surgical intervention to resolve the issue.